Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The philips remote service engineer (rse) evaluated the device with the customer and confirmed that the ippc memory 5 problem occurred during post - frontal. Upon remote testing, the rse checked the log files and observed that the ippc memory 5 problem occurred during post ¿ frontal. The part analysis of defective ippc was performed which didn¿t conclusively determine any failure however, to resolve the issue fse (filed service engineer) visited onsite and upgraded the system software. The fse replaced the ippc, hdd, host pc and flash high end kit due to compatibility issues with the new software version. After replacement of parts and software upgrade, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system gave an error of ¿ipu: ippc memory 5 problem occurred during post - frontal¿. This is an image processing computer error that could affect imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.